Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo close* trocar site. The center rod disengaged from the device. There was plastic deformation where the center rod meets the plunger. Visual and functional testing of the returned product confirmed the product, as received, did not meet release specifications. The reported condition was confirmed. Replication of the condition reported can be attributed to over pulling during application such that the center rod was disengaged from the plunger. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter; during a lap assisted distal gastrectomy, the device was used for trocar incision site closure and upon pulling the suture, the needle (outer sleeve) and the stylet disengaged. The package was discarded by the customer and the lot and UDI numbers are not available. The surgical time was not extended. There was no injury to the patient. There was no tissue damage or resection. The incision site was not extended, nothing fell into the patient's cavity and no. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.